Event description:
The customer reported the ventilator had a high oxygen supply pressure occurrence. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm shall be annunciated. When the high oxygen supply pressure alarm is active, the oxygen valve closes and the ventilator continues to ventilate with air only. Loss of the oxygen source can be detrimental to a patient during normal ventilation use. As the device is out of warranty, the customer contacted manufacturer's product support (pse) for assistance. The biomedical engineer inquired about supply pressure when using oxygen cylinders. Pse advised the biomedical engineer that improperly set regulators may create a pressure alarm. Additional information from the biomed reported the alarm sounded when the oxygen supply to the device was transferred from an oxygen tank to wall source. The biomedical engineer was unable to duplicate the reported problem during evaluation.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.